Manufacturer narrative:
The technician found worn seals on the CPR and hi/low up valves. The technician replaced the valve guide tube to repair the bed.

Event description:
Information received indicates the beds head up function is not working.